Event description:
It was reported that approximately 1 month post op, x-rays revealed a setscrew backed out at s1. The patient underwent a revision surgery in 2007, to remove and replace only the setscrew. Approximately 1 month post-op of the revision, the setscrew backed out again at s1. The patient underwent another revision in the following month, to remove and replace the s1 screw and setscrew. Construct was extended using iliac bolts.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine cause of the event.